Event description:
A report was received that the trial patient underwent a pre-scheduled lead pull. The patient felt a strong burst of stimulation which caused the patient to fall down from a standing position and resulted to a broken shoulder. The bsn sales representative felt that the patient held down the button on the remote control instead of clicking the button as she had instructed.

Event description:
A report was received that the trial patient underwent a pre-scheduled lead pull. The patient felt a strong burst of stimulation which caused the patient to fall down from a standing position and resulted to a broken shoulder. The bsn sales representative felt that the patient held down the button on the remote control instead of clicking the button as she had instructed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: 30 cm, splitter kit the explanted devices were not returned to bsn as they were discarded by the medical facility.